Event description:
Pt taken to surgery for total abdominal hysterectomy, bilateral salpingo-ooperectomy and lysis of adhesions. At time of final sponge count, a large sponge was noted to be missing. Wound had already been closed. X-ray revealed sponge in abdomen. Pt returned to surgery from recovery room for pelvic exploratory laparotomy and removal of sponge from abdominal cavity. Pt stable post-op. Discharged 4 days later.